Event description:
The incident is reported as: the adaptors at the top of the tubes came apart during a lung transplant. Once they came apart, they would not fit back together. Someone had to hold the two ends together until the procedure was complete. No patient injury reported. No medical intervention.

Manufacturer narrative:
Sample and lot# not available for investigation. Evaluation: sample not available for evaluation. No lot# to do DHR review. Manufacturing processes have been reviewed. Results - other - no changes in material, manpower, machinery or method were noted. Conclusions - based on the investigation performed to identify a potential root cause in the manufacturing process, the reported complaint was not confirmed. No corrective actions were taken.